Event description:
It was reported that during a stenting treatment procedure, difficulty positioning a stent occurred. During deployment of a 6x61x120 epic' vascular stent, the stent began to move forward. As a result, the epic vascular stent did not cover the entire target lesion. Another epic vascular stent was placed to cover the remaining portion of the target lesion. No patient complications were reported. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).